Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was missing data points on the continuous glucose monitor (cgm) graph. There was no reported impact to the customer's blood glucose level. During follow up with tandem technical support, customer alleged cgm graph was functioning as intended, and data points were displayed.